Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the hickman catheter was confirmed, and the cause appears to have occurred through use of the device. The proximal segment of one hickman type catheter was returned for investigation. A visual observation of the returned sample revealed that the s/l tubing extended 2.1cm from the distal end of the clamping oversleeve. The remainder of the catheter was not returned for investigation. The clamp had been removed and was not returned for investigation. The printing on the clamping sleeve was partially worn from the tubing near the crimp collar. A 9mm longitudinal breach in the tubing was observed at the distal end of the clamping oversleeve. Each end of the breach was curved, giving the split an s-shaped appearance. The characteristics of the split in the tubing are consistent with a burst due to overpressurization. This appears to be use related damage. A dried crystalline material was found occluding the luer adaptor. This material may have been occluding the catheter distal to the burst site. To help maintain catheter patency, flushing frequencies from once daily to once weekly have been found to be effective when the catheter is not in use. Flush with heparin after IV administration of total parenteral nutrition, IV fluids, or after medications. For frequently accessed catheters (accessed at least every 8 hours), flushing with 10 ml of sterile saline without heparin between infusions has been found to be effective. Caution: do not use a syringe smaller than 10 ml to flush or confirm patency. Small syringes can generate very high internal pressures with very little force. The back pressure from an occlusion may not be felt when using a small syringe until damage to the catheter has occurred. A thrombolytic solution may be used to declot the catheter if the lumen is occluded.

Event description:
Facility reported to the sales rep a "broken port line". No other information was reported, but has been requested. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep a "broken port line". No other information was reported, but has been requested. No patient injury was reported.